Event description:
It was reported via repair work order that the hi/lo motor was inoperable due to a broken motion interrupt pan that was engaging the cherry switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.